Event description:
As reported, air bubbles were appearing in the tubing of the fluid delivery set, thought to possibly be entering through the contrast spike. When the line was replaced with another, there was no problem. There was no air injection or pt injury. The used device was retained by the hospital and will not be returned.

Manufacturer narrative:
A review of the device history records for the reported lot number did not reveal any quality or manufacturing related deviations. No previous complaints have been received on the reported lot number. Without receiving the sample for evaluation, we are unable to confirm the complaint or determine a root cause for the incident. Fluid delivery sets are subjected to multiple checks for bond integrity during production. Additionally, the product dfu cautions that the security of connections between all components be verified by the end user to prevent the introduction of air into the system. A review of the bsc glens falls complaint report for the fluid delivery set family did not reveal any adverse trends for air bubbles in the previous fifteen months. The info contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.